Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 36 mg/dl at the time of incident and current blood glucose value was 63 mg/dl. Customer reported that they did allege insulin pump was over delivering. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer reported the drive support cap was normal. Customer treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be and reservoir will not be returned for analysis. ¿

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly or over delivery anomaly noted during test. (B)(4).